Event description:
During a ptca treatment procedure, the markerbands on the iq marker wire 185 cm guidewire did not show up correctly. The lesion being treated was located in the left anterior descending (lad) coronary artery. The iq marker wire guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'